Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2022, the patient experienced stoma redness and oozing. On (B)(6) 2022, the redness resolved. On (B)(6) 2022, the patient experienced stoma site bleeding along with dried blood. The patient's primary care physician prescribed 875mg of augmentin 1-1-1 for 10 days and diprogenta ointment. At the time of report, the stoma site was resolving.